Manufacturer narrative:
The technician replaced a brake caster and adjusted the brakes to resolve the issue.

Event description:
Technician alleged that the brakes will not hold when the brakes are applied. No pt impact.